Manufacturer narrative:
Quality investigation revealed a broken rotor, drive shaft and other component parts. Corrosion damage to the motor cartridge was identified as the probable cause of the failure. The damaged parts were replaced and the device was cleaned, lubed, adjusted and returned to the customer.

Event description:
The core impaction drill was sent in for repair and it overheated during the quality investigation testing. There was no pt involvement, no adverse consequence was associated with the event.